Event description:
It was reported the patient had the pump put in to help with the pain the stimulator device was not helping. Per the reporter the concentration was at ".6" and now the patient was at "3.2" on both medications. The patient was still taking a lot of oral meds currently taking ¿10g¿ 3xday methadone and 8 tabs of ¿4 mil¿ dialudid a day. Per the patient's daughter they were thinking of turning off the stimulator device to see if the pump was taking care of the patient¿s pain on its own. Per the reporter they didn¿t think the pump was working as well as they would like it. The patient was having break through pain in the evenings and it was not addressing the pain in the coccyx tip, pelvic floor and genital area. The pump was refilled (B)(6) and the dilaudid was added to the pump. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8590-1, lot# n360007, implanted: (B)(6) 2013, product type accessory. (B)(4).